Event description:
Customer emailed saalt to explain that they chose to seek medical help to have their cup removed after they struggled to remove their cup on their own. Saalt requested additional information about the customer's attempted removal techniques, the type of cup they were using, the amount of time the cup had been inserted prior to seeking help, and the resources the customer looked at before choosing to seek medical care. Customer responded explaining that the cup had been inserted for 10-12 hours before their removal attempts. They consulted videos, instructions, online forums, and physical assistance from their partner before seeking medical help. The customer did not reach out to saalt prior to seeking medical assistance. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." ]